Event description:
Hello, I ordered freestyle lite blood glucose test strips 100 count (pack of 2 - 50 each) from (B)(6). I received these in the mail on (B)(6) 2019 and when I opened the boxes, I noticed right away that the bottles were a different color (yellow) than the one's (white) that I had gotten from my local pharmacy. I also noticed that the bottles had been re-labeled as I could see the old label underneath the new one. This made me wonder what was going on. For the next week, I used them to test my blood glucose and noticed that my glucose levels were all over the place, sometimes really high and sometimes really low. These results were not at all consistent with the results that I was getting with the test strips that I had gotten from my local pharmacy, they were just to variable. On (B)(6) 2019, I had an appointment with my diabetes nurse and I asked her about these test strips I bought off (B)(6) because I thought something was wrong with them. She looked over the label and noted, as I did, that they had been relabeled but she also noticed that on top of the bottle it says "not for sale in USA", I did not notice this previously. With all this said, I believe that this is illegal and if it is not, it should be. Here are a few thoughts that I have about this. These test strips expired, so abbot, rather than taking a loss on them, relabeled them with a new expiration date or they had a third party vendor relabel them. These test strips were made outside of the USA and not for sale in the USA. These test strips are counterfeit. It could be a combination of these things or it could be something that I am not thinking of. I would like to know why abbott is selling their test strips in the USA that clearly say are not for sale in the USA. And I also want to know why (B)(6) is allowing them to be sold on their website to USA customers as I feel like this should be illegal and not allowed. Thanks for your considerations. Here is a link to the test strips I bought: (B)(6). Here is a link to customer reviews on (B)(6), you will see similar complaints as mine: (B)(6).